Manufacturer narrative:
2x evoke 12c percutaneous lead kit - 60cm, lot # 9016222706. The devices were discarded. X-rays from the follow-up evaluation were provided; x-rays of the leads¿ original positioning were not provided to confirm the migration. Per the event report, the originally implanted anchors were not in the closed position on the originally implanted leads. The root cause of the reported migration event is unable to be definitively determined. The evoke scs system surgical guide details the potential risks associated with the implantation and use of a spinal cord stimulation system, including "lead migration from the location chosen at initial implantation, resulting in stimulation changes." The surgical guide also details the procedure required for securing the anchor during the procedure, including, "use the torque wrench to gently tighten the setscrew clockwise until you hear a "click" and tie 1, 2, or 3 sutures as needed to secure the anchor to the fascia or ligament."

Event description:
A patient previously implanted with an evoke spinal cord stimulation (scs) system reported inadequate stimulation. Troubleshooting included reprogramming and obtaining an x-ray, which confirmed lead migration. A revision procedure was completed. During the revision procedure, the physician noted that the originally implanted anchors were not in the closed position. Leads and anchors were replaced to resolve the reported event.